Event description:
It was reported the cysto-nephro videoscope might have caused an infection in a patient because the patient the scope was used in had developed an infection. The device was reported to have been used for a diagnostic cystoscopy. Additional information regarding the patient infection, treatment, and patient outcome was requested, however no further information was provided. This is report 1 of 2.